Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated and, the customer¿s allegation was confirmed due to water invasion. Additional finding was since water ingress traces were constated, we assume occurrence was likely. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a water invasion of the scope connector while the user was handling the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.